Event description:
It was reported that the patient presented for an implant procedure. It was noted that during implant, an attempt to retract the lead helix during repositioning the first time was made but the helix could not be retracted. The lead was exchanged. The patient was discharged.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with helix found partially extended and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.